Event description:
Overdelivery during user facility biomedical testing reported. The pump was taken out of clinical service due to an unresolved error code alarm event. There was no reported pt event related to the unresolved alarm event. The pump was tested for delivery accuracy by the biomedical engineer and it was reported that the pump overdelivered on all 4 channels. There was no add'l info available.